Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09256, 2938836-2020-09257. It was reported that the patient presented in emergency department with pounding in the chest. Chest x-ray confirmed lead manipulation in the pocket and was positioned in an opposite orientation. Lack of slack was noted on the right atrial (ra) lead, and right ventricular (rv) lead was dislodged. Upon interrogation, the rv lead paced the right atrium when attempting to obtain rv capture thresholds. R-wave sensing change was also noted since (B)(6) 2020. On (B)(6) 2020, lead revision procedure was performed. The device was placed in woven pouch and was sewn into the device pocket. Additional slack was added to the ra lead. The rv lead was explanted and replaced with a new lead. The patient was stable before, during and after the procedure.